Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and it was discovered that the exhaled transducer pressure failed. The unit needs a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a xdcr fault on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Exhalation pressure transducer (pt801) and turbine differential pressure transducer (pt800) have failed.